Manufacturer narrative:
D8: was this device serviced by a third party? No. H6 health effect impact code: f26. H6 component code: g03001. The field service representative (fsr) performed troubleshooting and the issue was resolved by cleaning/aligning the optics system and replacing cable, ict pre amp to ict (rohs) part number 2-89069-03 was determined to be the likely cause of the issue. A review of service history for the architect c16000, serial number (B)(6) revealed no additional discrepant/erratic results, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the cable, ict pre amp to ict (rohs) part number 2-89069-03 did not identify any trends. Review of tracking and trending for the architect c16000 did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the cable, ict pre amp to ict (rohs) part number 2-89069-03 or the architect c16000, serial number (B)(6) was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No patient identifier is available. (B)(6).

Event description:
The customer generated falsely depressed sodium results for multiple patients. The customer provided the following information as an example: initial result 170 mmol/l, repeat 130 mmol/l. No other patient results were provided. No impact to patient management was reported.